Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain at the ipg site. It was also reported that the way patients device implanted caused more pain on patient's hip than it does relief pain from the legs. The patient was given a shot to relieve the pain.